Event description:
Device malfunction: difficult to remove/entanglement. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. The device was removed using counter-traction, and an assertive pull per the instructions for use. Hemostasis was achieved using manual compression. It was noted that the clip was entangled in the vessel locator wings. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.